Event description:
It was reported that the stent would not deploy. When the doctor pulled back to unsheath stent, there was significance resistence and the catheter tore. Path was reported to be tortuous.